Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. . Related manufacturer reference number: 2938836-2019-15230. Related manufacturer reference number: 2938836-2019-15232.

Manufacturer narrative:
A connector portion of the lead was returned for analysis in one piece measuring 8.9 cm . The damage found was sustained during the surgical procedure. The lead was otherwise normal.